Event description:
A (B)(6) year old male pt with long term total parenteral nutrition (tpn) whose coag profile was normal underwent PICC basilic v. Procedure on (B)(6) 2013. The arm basilic v. 14cm 5f double lumen power piccs occluded due to fibrin sheath requiring exchanges five weeks after initial implant. This device was then exchanged on (B)(6) 2013. The physician placed tips of PICC into ra to reduce fibrin sheath formation. PICC's lasted one week before fibrin sheath reoccurrence (occluded) (1820334-2013-00445). The physician performed another exchange on (B)(6) 2013. No additional information was provided by the reporter.

Manufacturer narrative:
Spectrum turbo-ject minocycline/rifampin power injectable PICC antibiotic power injectable PICC. Pt and device code: occlusion is labeled. Per information supplied by the customer, no product will be returned. Quality control specifications states, "check the inside diameter of the shaft and extension tubes." This product is shipped with instructions for use which states under catheter maintenance: "if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with heparinized saline solution. Note: if clc 2000, microclave or other needleless adapters approved for saline only lock are used, saline only catheter lock may be used. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. (Reference 4) heparin lock should be reestablished after every use, every 24 hours, or in accordance with the approved facility protocol if catheter is unused. Before using catheter lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin lock." The complaint form noted that proper catheter maintenance was done (flushing, lock). We are inconclusive as to why this failure mode occurred. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per quality engineering risk assessment there is insufficient risk to warrant risk reduction activities.